Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received indicates patient was unable to recall if she charged the device. Patient was unable to recall anything further.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient¿s ipg became inoperable. In turn, surgical intervention was undertaken on (B)(6) 2019 wherein the ipg was explanted.